Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90t0 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for unknown indications for spinal pain indications. It was reported that the handset and the communicator were not holding a charge. The patient said that if they shut the handset off, 'it drains down' and if they completely shut the handset off, they had to re-sync and would get the 'can't be found' message. The patient also mentioned they had to constantly plug the communicator to the charging cord because it doesn't communicate. The patient mentioned that they have a 'bad arm' and they can't hold their arm on their back to re-sync the device. The patient said that they were also getting 'can't find the pump message' and was trying to get another bolus. During the call, the blue light on the communicator was blinking and an orange light on the battery indicator showed when plugged in to the charging cord. When attempting to connect the communicator to the handset. They were getting no pump response, no device found message, the handset scr een was stuck at 90 then went from retrieving pump settings to no pump response again. The patient tried to move the communicator and eventually accessed the myptm app. The patient was walked through clearing the data but when they went back to the myptm app they were not able to connect and kept on getting no pump response. It was noted that the pump moves a little bit. The patient mentioned that they have an appointment with their doctor on next monday.